Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep responded from follow up sent. Rep reported the patient does not recall any specific event or circumstance. The patient randomly noticed it. Along with the impedance testing and connectivity testing mentioned before, the patient also had scheduled an appointment with the dr to follow up. Once a plan on next steps is addressed, I will follow up on this report. But one thing to add is, the patient felt the pain both when the stimulator was on and off. Next steps/actions taken is follow up appointment with the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative(rep) reported that the patient reported that in (B)(6) 2021 they started feeling a localized shocking sensation at the site of the implanted neurostimulator (ins).  They would feel the shocking when the ins was on and when it was off.  It would occur when pressure was applied to the incision site or when they were moving.  Impedances were checked, and electrode 9  was showing >10,000 ohms.  During the connectivity check, electrode 9 wasn't seated properly.  The rep noted that electrode 9 was not being used in their programming.  The rep also checked the patient's stimulation usage, which indicated the patient hadn't used stimulation for the last 30 days.  It was reviewed the patient should see their doctor to address this.